Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. Product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the catheter cut occurred at the spinal segment. The spinal segment was then removed and replaced with a new spinal segment. The catheter remained in the intrathecal space. The surgeon received good cerebrospinal fluid (csf) flow following the revision. The reporter was not aware of any symptoms as a result of the catheter being cut. The reporter had no further information, as the patient was still in the hospital when the reporter left the event. On 2015-(B)(6), the patient had an MRI. At the time of this report, a surgery was planned to repair broken in the patient¿s back and to fix a spinal fluid leak. It was noted that the hcp did not need a manufacturer representative present at this surgery.

Event description:
It was reported the patient went in for back surgery not related to the pump and the catheter was sliced in the process. The plan was to repair the catheter. The pump was delivering baclofen, dilaudid and marcaine. Specific patient symptoms and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.